Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) cylinder due to an aneurysm on the cylinder and a crack in the tubing at the window connector. All other components were reported to be working well. A patient outcome of stable was reported.